Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed motor error and motor position encoder error during prime. Customer's blood glucose reading ranged from 350 to 418 mg/dl. No significant events leading to the alarm were observed. Customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No unexpected low reservoir alarm or motor error alarm noted during our testing. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had had cracked case at the display window corner and cracked reservoir tube lip.